Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 with a blood glucose level over 450 mg/dl. Customer was feeling sick and had a bent cannula. Customer was also sick with the flu. Customer's father stated that the night before the hospitalization, the customer had a set change and treated with the pump. Customer's father found a bent cannula. The customer went to school and started feeling sick. Customer's father picked her up and their health care provider advised them to go to the emergency room due to the customer's high blood glucose levels. Customer's father removed the set prior to the hospitalization and found another bent cannula. Customer was admitted to the intensive care unit and then released on thursday. Customer had diabetic ketoacidosis. Customer was off the pump for about 1 hour prior to the emergency room visit. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.